Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A gastro-intestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during a tubing replacement of both the peg and j tubes, a gastroenterologist detected a duodenal ulcer. The therapeutic plan was to keep the peg tube without the j tube for up to 3 or 4 months when an endoscopic review will be scheduled. The patient was treated with 20mg of omeprazole bid daily until the endoscopic review. At the time of report, the patient was recovering from the duodenal ulcer.